Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, while mapping and ablating ischemic ventricular tachycardia in the left ventricle, the patient suffered a cardiac perforation and subsequently a cardiac tamponade. A massive effusion was confirmed by intracardiac ultrasound (ice). Reminder of procedure was aborted. Pericardiocentesis was performed and 2 liters of blood were removed from the pericardium. The physician was unsure at what point in the procedure the adverse event occurred; however, he thinks that the causality of the adverse event was due to patient movement while on the table. There were no issues or error messages on any biosense webster inc. Product during the procedure. Product evaluation summary: the complaint device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors observed. The force sensor was tested and it was working properly; the force values were within specifications. Electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/3/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30033425l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, while mapping and ablating ischemic ventricular tachycardia in the left ventricle, the patient suffered a cardiac perforation and subsequently a cardiac tamponade. A massive effusion was confirmed by intracardiac ultrasound (ice). Reminder of procedure was aborted. Pericardiocentesis was performed and 2 liters of blood were removed from the pericardium. It is unknown if extended hospitalization was required as a result of the adverse event. Patient was reported to be in stable condition after the pericardial puncture. The patient was transferred to operating room (or) for a surgical patch placement. A previous myocardial infraction (mi) was cited as a factor that might have contributed to the adverse event. The physician was unsure at what point in the procedure the adverse event occurred; however, he thinks that the causality of the adverse event was due to patient movement while on the table. There were no issues or error messages on any bwi product during the procedure. Transseptal puncture was not performed. The information of the sheath used during the procedure is not available. The generator parameters at the time of injury included normal settings for stsf at 50 watts. There was an impedance jump; however, the specific impedance value is unknown. The overall time for ablation and the last ablation cycle at the site of injury was 50 watts for 60 seconds. The irrigation flow was set at 15ml. It is unknown if the patient received anticoagulant during the procedure. There¿s no information regarding spi value. The catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.